Event description:
It was reported that patient came to the clinic when receiving non-sustained lead noise alert. The cause was oversensing. Device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.